Event description:
During the procedure, it was reported that the physician was not able to release the pipeline from the capture coil and broke the pusher in the process. A balloon was used to angioplasty the pipeline to achieve full wall apposition. The capture coil and distal part of the pusher was blocked in with the open pipeline and remains in the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)